Event description:
The following info was provided on a device tracking registration form: undeployed, retrieved with forceps. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.